Event description:
It was reported by service report that the jack continues to lower even after the foot end pedal that is used to lower the jack has been released. No patient involvement or adverse consequences are reported.